Manufacturer narrative:
The excor blood pump, s/n (B)(4) was in use by the patient from (B)(6) 2021 until (B)(6) 2021 (145 days). We have reviewed the production records of the excor blood pump, s/n (B)(4) this pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was contacted by the clinic to report a unusual noise and suspected membrane defect from the excor blood pump of a patient supported in the rvad configuration. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
During initial visual examination of the returned blood pump, no defect could be detected. The blood pump was then tested for functional performance, where it did reach its required functional performance. No abnormal pump noises were heard. For further analysis, the pump was disassembled, and the membrane layers were individually tested. All membrane layers were intact. No defect was detected. All membrane layers were intact. Pump noises were heard during the failure investigation; however, these were not unusual when compared to other pumps.